Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the day before, the patient got a por message. They said they got it once before on september 10. After they had cleared it prior they got a message that said some apps are draining the power and it listed fix and selected it. Patient hadn't had the issue again until yesterday so they thought the issue was fixed. Patient said, they had a message that said therapy had been turned off. Patient wanted to know what caused this issue. They mentioned it is very uncomfortable when you turn therapy back on. You feel it a whole lot more in the vaginal area. Asked if they had any medical procedures and they said no. Patient went to an eye doctor on monday. Patient said, the therapy was working and was helping them during the night and then it wasn't. They didn't even think about it not being on. Then patient went on to say they were diagnosed with covid automatic nerve disfunction, and they have been going to a lot of doctor appointments since july 1st. Patient is seeing three new doctor's this week. They are seeing a neurologist on thursday. Patient needs a brain scan to see if they have a pituitary tumor. Patient has lost 20 pounds and weights 110 pounds. A lot of times their device says 10% but they said it hasn't gone dead. They haven't checked to see when they charges if it says my therapy off. Suggested the patient recharge soon and pay attention to if the therapy says it is on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated information about stimulation feeling like a jolt when they turn therapy on, as previously documented. Patient called back to review how to place system into MRI mode as they're having an MRI tomorrow. Agent reviewed information and, during call, patient successfully placed device into MRI mode and deactivated MRI mode. Agent emailed MRI mode instructions.